Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2000 ohms. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.